Event description:
Egps was moved into position. Dr. (B)(6) completed landmark checks by selecting the desired level and using the chicken foot to probe the sps and laminas. Screw preparation consisted of a 4.5mm hs drill, tipped quartex drill, followed by the screw. Once we moved to l5 and conducted a landmark check we realized navigation was inaccurate after a potential slight drb shift -surveillance went up to 50% or a shift in the merge. In an attempt to not have to re-register dr. (B)(6) used the added hardware added function in registration and re-merged l5 then conducted a landmark check which was accurate at the sp. We believe that dr.(B)(6) hip bolsters on his custom bed impact registration due to the fairly opaque lines near l5 in the lateral fluoro images. After the landmark check was confirmed accurate he implanted l5. However the l5l screw was loose so dr. (B)(6) implanted it freehand. Upon reaching s1 and ilium we inverted the robotic arm but the vega camera could not easily visualize the end effector forcing us to rearrange the camera stand and set up in order to get line of sight. The camera had to be placed nearly half way down the bed and raised to the ceiling. This was never an issue with 1.1r4 software so the changes in the new software and ee face visibility have severely limited the field of view for the vega camera. For the ilium dr. Hynes used the mcs 6.5/5.5mm drill. However, dr. (B)(6) complained that the egps drill bits provided for both the sacrum and ilium are not sharp enough or long enough potentially leading to skiving and even bone burn. He believes the medtronic drill bits are better manufactured and sharper and rarely require downwards force. Between each instrument dr. Hynes used a ball tip probe to check to make sure the screw never breached the pedicle and stemmed the screw once placed. All screws were confirmed accurate with fluoroscopy and neuromonitoring.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The patient's anatomy, such as pedicles and endplates, were difficult to identify due to the fluoroscopic image quality. The merge can be more difficult depending on the quality of the preoperative CT scan, quality of the fluoroscopic images, and the patient anatomy. These small changes in patient anatomy and the fluoroscopic image quality played a role in the merge shifts that were present during the multiple attempts. The gps platform and spine risk analysis and dfmea can be found using document . The relevant risk and mitigations are identified . This risk has already been identified as requiring an update . The update identified will also be appropriate for this complaint. The cause of the reported issue can be traced to user technique.